Manufacturer narrative:
An event regarding assembly issues involving a restoration modular separator was reported. The event was not confirmed. Method & results: -device evaluation and results: the returned devices consisted of the jackscrew and the puller were found to have scratches indicative of heavy use throughout the surfaces. The proximal tip of the puller showed damage. A functional inspection was performed with the returned jackscrew and puller and a t-handle (cat 6278-9-090, lot taxx508) from finished goods. The returned jackscrew was inserted to the returned puller and assembled with the t-handle with no difficulty by lifting the collar and hearing an audible click to ensure proper engagement. See the attached pictures. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported event could not be confirmed. A visual inspection of the returned device shows in-service use. However, the returned device is found to be functionally acceptable when mated with a referenced instrument from finished goods. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. Could not get the t handle on the rest mod cone body removal tool. Dr. Discovered that the top where it snaps into the handle was damaged and did not allow the handle to snap in.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Dr. Could not get the t handle on the rest mod cone body removal tool. Dr. Discovered that the top where it snaps into the handle was damaged and did not allow the handle to snap in.